Event description:
It was reported that the customer received a lot of unexpected restart alarms following battery change. The time and date would then have to be changed each time after battery change. It was stated the patient was at the hospital, but it was not due to this anomaly. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and the displacement test. No unexpected reset error alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.